Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the flow meter could not be reset to zero.the use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Correction h6: updated the annex a code correction h3: updated the device evaluation question device evaluation summary: the reported flow meter issue was not verified during service. Service could not confirm the reported issue, as it booted up normally. The instrument ran for 33 days without any malfunctions. The unit was unrepaired, and was returned back to the customer. Additional review of the additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned, as the flow to the patient was not affected, and the hand crank was not used to maintain flow. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that the flow meter could not be reset to zero. The instrument was not replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the flow to the patient was not affected. The hand crank was not used to maintain flow.